Manufacturer narrative:
Should additional information be provided, a supplemental report will be issued.

Event description:
It was reported that a remote alert was activated due to low amplitude signals from a non-bsc right ventricular lead. Technical services reviewed the case and noted far-field r-wave oversensing in the right atrial (ra) electrogram. The ra lead is also not a bsc product. Additional review was advised. The pacemaker is still implanted and operational, and no adverse effects on the patient have been reported.